Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app issue occurred. Data was evaluated and the allegation was confirmed as a signal loss over an hour. The probable cause could not be determined. The reported event of an app issue is reportable based on the finding of a signal loss over an hour. No injury or medical intervention was reported.